Manufacturer narrative:
The t:slim g4 user guide states: do not use in pregnant women or persons on dialysis. The system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. Sensor glucose readings may be inaccurate in these populations and could result in missed severe hypoglycemia or hyperglycemia events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 324 mg/dl. The customer reverted to the use of a previous pump. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past.